Event description:
It was reported the instrument was used during an unk procedure. It was reported instrument was given to rep with "defective" written on the box. No reason could be obtained why the instrument was deemed "defective". Instrument was in a trace cart. Rep noticed applier was loaded with clips, but the jaw was not loaded. Instrument from an ftr32, lot number j43e3m. There was no consequence to the pt.